Event description:
It was reported that the patient experienced a loss of strength in the lower extremities. The physician referred the patient for surgery, which revealed a hematoma in the epidural space. The patient underwent explant procedure and recovering postoperatively. The explanted device was not returned as it was retained by the customer.